Event description:
It was reported via repair work order that the right and left foot section calf supports were not locking in place due to foot rests and mounting plate were corroded and screw that lock calf support in the foot rest was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.